Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. Physician decided to reposition the lead. While trying to do it, it was also encountered helix extension issues. As no extension of the lead was confirmed, it was decided to remove it. Difficulties to remove were encountered. As patient is an elderly person with dementia, it was determined that the sheath could not be inserted again. Therefore, a lead that was capped in a previous procedure was used instead. No additional adverse patient effects were reported.